Event description:
The customer reported to olympus, during preparation for use, the power of the high-definition lcd monitor went off for a few minutes and then powered on for a few minutes by itself. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the device failed due to a faulty power supply unit. In addition, during burn-in test, found unit lost image intermittently due to faulty quantum board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer provided additional information on 06-feb-2023: ¿there was no procedures affected.¿

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely it takes a few minutes to turn on the power after the power button is pressed due to a faulty power supply unit and the image being interrupted intermittently is likely due to a faulty quantum board. Olympus will continue to monitor field performance for this device.